Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture involving a d-m 2.0mm beaded cable set ss was reported. The event was confirmed. -device evaluation and results: visual inspection of the returned cable indicates that the cable was fractured completely through. Material analysis of the cable indicated that the cable broke in overload and that the returned device had no material or manufacturing defects. -device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. -complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves revision due to a periprosthetic fracture. During this revision the dall miles cable that was being used snapped while being tightened. The material analysis report indicated that the cable broke in an overload condition. Overloading the cable is warned against in the surgical protocol, therefore this event can be attributed to user error.

Event description:
It was reported patient had a right total hip revision for a peri-prosthetic fracture. Dall-miles cable snapped while it was being tightened with the tensioners. As per rep. The stem and the cup were not stryker devices.

Event description:
It was reported patient had a right total hip revision for a peri-prosthetic fracture. Dall-miles cable snapped while it was being tightened with the tensioners. As per rep. The stem and the cup were not stryker devices.